Event description:
Company received report from the risk manager that a patient had skin integrity changes on the upper torsc and shoulder. A warmtouch 5200 patient warming system with a care drape upper body blanket was said to have been used throughout the patients surgery and recovery. It is not known for how long or at what temperature the warmer was set during patient's use. Silvadine and tefla dressing for first and second degree burns.